Event description:
Additional information received from the local sales representative states that this rv lead had been fractured causing the inappropriate shocks received.

Event description:
Boston scientific received information that the local sales representative was in the emergency room to check this implantable cardioverter defibrillator (ICD). The patient had atrial fibrillation (af) with rapid ventricular rate (rvr) and had received multiple shocks due to noise. Additional information received states that this patient was hospitalized and a revision was performed. Oversensing was observed resulting in inappropriate shocks. The right ventricular (rv) lead and ICD have been removed from service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--